Manufacturer narrative:
Reference medwatch 2032227-2014-68250 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 30 mg/dl. The customer had battery issues as well. She changed the battery every three to four days. There was a crack down her belt clip. The product was not returned. Nothing further to report.